Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: "olif+pps" it was reported that, intra-op, a plug was found stripped during final tightening and hence it could not be tightened. It was changed with a new one and final tightening was performed with it. The product came in contact with the patient. The product did not break.